Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter is not available. Reason for reoperation: rupture and seroma. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported pain, seroma and rupture on unspecified side, device remains implanted.